Event description:
It was reported that during a ptca/stent procedure, several stents were placed in the right coronary artery, the second stent resulting in a dissection. Two tristar stents were deployed to cover the proximal section of the dissection and another company's stent was deployed to cover the distal dissection. Reportedly, the pt is doing well as of this date.